Manufacturer narrative:
Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle seemed to be locked and could not be pushed to release the clip from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device found that the clip prongs were bent and opened within specification limits. A kink in the control wire was noted. A functional evaluation was performed and the clip was able to deploy without any issues. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle seemed to be locked and could not be pushed to release the clip from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.